Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, titan anchor field action, physician communication (october 27, 2009).

Event description:
The patient received great relief following neurostimulator implant. The patient had a cervically-placed lead and a thoracic lead. Titan anchors were used to secure the leads. She later felt stimulation in the wrong areas. An x-ray revealed that the leads migrated in opposite directions; one to c7 and the other to t2. One lead was replaced on (B) (6) 2010. It was noted that the titan anchors were intact and sutured in their original positions. The hcp did not consider the event to be device related. The patient recovered without sequelae and was now getting stimulation in the appropriate areas.